Event description:
Unstable lower back/spinal fusion done on 9/21/92, with pedicle fixation l4-l5 and bilateral-lateral iliac crest bone graft with allograft l-4 through s1. Above hardware implanted to pedicles through the back. Note: another surgery may be needed to remove the screws and rods because of the problems rptr is having. Rptr is now disabled and in constant pain.